Event description:
This lv lead was impanted on (B)(6) 2016 and was capped on (B)(6) 2016 due to infection. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).